Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the initial implant procedure the right ventricular (rv) lead exhibited high/varying impedance. The rv lead was not used, and a different rv lead successfully implanted. No patient complications have been reported as a result of this event.